Event description:
The customer reported that the fluoroscopic image was while and that the kv was tracking to maximum. This rendered the system unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.